Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv1553 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported leaking from the grey lumen. It was stated the PICC was replaced and on removal there was evidence of a small puncture (only visible when flushing grey lumen, water squirting) at the 1cm mark.

Event description:
It was reported leaking from the grey lumen. It was stated the PICC was replaced and on removal there was evidence of a small puncture (only visible when flushing grey lumen, water squirting) at the 1cm mark.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 6fr t/l powerpicc solo catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to all three luer adapters. Permanent kink impressions were observed near the 1cm depth marking and 8cm depth marking. The sample kinked preferentially at the sites of the kink impressions during manual manipulation. An attempt to infuse water through the sample using a 12ml syringe revealed a spraying leak near the 1cm depth marking when flushing the grey-luered lumen. Microscopic inspection of the split revealed a dully granular fracture surface. The split occurred at the corner of the kink impression. Material discoloration was observed in the vicinity of the split. The fracture features, kink impression and permanent kink impression were consistent with damage of the indwelling catheter was caused by sharp/repetitive kinking of the shaft. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed.